Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that, the customer was hospitalized on an unknown date due to low blood glucose of 31 mg/dl. The low blood glucose was treated with glucagon and more glucose. Customer wearing the pump at time of hospitalization and also reported the over delivery anomaly. The customer's current blood glucose was 168 mg/dl. Performing troubleshooting relevant to report that the pump is over-delivering. The insulin pump will not be returned for analysis.